Event description:
Patient reported "rupture", "leaking silicone", and "exchange of textured devices due to product concern" via mammogram. Later, healthcare professional reported "suspected rupture" and "capsular contracture baker grade IV". This is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture", "leaking silicone", "exchange of textured devices due to product concern", and "capsular contracture baker grade IV". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "rupture", "leaking silicone" and "exchange of textured devices due to product concern" via mammogram. Later healthcare professional reported "capsular contracture baker grade IV". Later healthcare professional reported "early calcification". Additional report of "any creases". This is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, d.6b, d.9, h.3, h.6.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, capsular contracture, calcification and anxiety-product/procedure was received on june 24, 2025, with lot number 2704701. Based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as unidentified (tear) opening. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Calcification: not observed. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture", "leaking silicone" and "exchange of textured devices due to product concern" via mammogram. Later healthcare professional reported "capsular contracture baker grade IV". Later healthcare professional reported "early calcification". Additional report of "any creases". This is for the left side. Device was explanted and replaced.